Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon performed the lap chole and completed the case. Without difficulty. The patient was discharged. Patient returned to the emergency room with lower abdominal pain. Patient was reoperated and was shown to have a bowel injury. Hospitilized for additional period, and then was discharged. It was reported the patient responded will to the additional treatment. The rep stated she was present for the original procedure, but the injury was not evident at that time. The rep also stated she spoke directly to the suregon about this event and he told her the injury did not occur as a result of device malfunction. 02/02/1999 sales rep called with more detailed date information: patient operated on 01/25/1999, discharged on 01/26/1999, returned to ER on the evening of 01/26/1999 and was re-op'd that evening. Patient expected to be discharged 02/04/1999. 02/03/1999 attempted to contact md, but he was in surgery. This writer left name, telephone, and tracking numbers. Will attempt to contact again. 02/11/1999 spoke with risk manager who stated they will not be submitting this event as a serious injury. She provided patient information. 02/19/1999 attempted to contact md. Md not available. No contact letter sent.